Event description:
It was reported that a spectrum pump failed downstream occlusion testing at over 24 psi (pounds per square inch). This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: d1: brand name, d3: device manufacturer name, d4: model #, d4: unique identifier (UDI) #, g4: combination product. H11: the device was received for evaluation. During functional testing, 'not passing downstream occlusion, psi (pounds per square inch) is over 24.' Was not reproduced. Device passed downstream occlusion testing. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be force sensor calibration values are out of range and the downstream tubing guide depth is out of range. The downstream tubing guide requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.